Manufacturer narrative:
Evaluation of received device logs confirmed the occurrence of the failed internal leakage sub-test indicating the inspiratory pressure was too low. Our field service engineer (fse) found the pull magnet in the safety valve to be defective. The pull magnet was replaced, which solved the problem. The ventilator then passed all functional and safety tests and was returned to service. The replaced pull magnet was retained by the customer and not returned. A failure leading to the reported problem during ventilation, will lead to stoppage of ventilation, if the safety valve is not adequately functioning. Appearance of this failure will be notified to the user via a generated high priority alarm. Our conclusion into this matter is, that the reported issue was caused by a defective pull magnet but the fault could not be conclusively determined due to lack of returned goods for investigation.

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).